Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). I the reason for call was patient reported that probably about 2 months ago they started to have issues with their stimulation where the stimulation would normally feel like a pulsating pulse, but now the stimulation is doing all kinds of things. Patient stated they would be laying down on the bed at night, and the stimulation would start to increase rapidly on its own, become uncomfortable, then sometimes would completely shut off all together. Patient also stated that if they moved a certain way the stimulation would start vibrating like a longer buzzing. Patient mentioned that when they lay down at night they could be laying on their back and that it would get to the point where it felt like the stim turned itself up as high as it can or something and then would shut off. Patient clarified the pulsating feeling is not uncommon for them, but now the longer buzzing and stimulation increases are getting worse and worse over the last two months.  Patient stated their stimulation had been effective for years.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they have not gotten to their appointment yet. Since pt has not gone to their appointment yet, they cut off the device before they go to bed. Pt noted the device was not really cutting off and on, it just increases when they lie down to go to sleep, and increases a whole lot. Pt noted it was more than likely a back issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Patient was seen, the cause of increasing was not determined. The intensity themselves were never increased. Patient did mention he has something going on with his back unrelated to the sti mulator and he was recommended to follow up with his providers. Patient has not contacted rep. Rep have no further information.